Event description:
It was reported that during a coronary intervention a balloon rupture occurred. Vascular access was obtained via the femoral artery. The 100% stenosed de novo target lesion was located in the moderately tortuous and calcified distal right coronary artery (rca). The target lesion was pre dilated with a non bsc balloon catheter. During the first inflation of a 15mm x 3.50mm nc quantum apex balloon catheter to 12atms a balloon rupture occurred. The procedure was completed with a 3.5x15mm non bsc balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not received at the complaint investigation site for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).